Event description:
(B)(4). Ongoing pelvic pain, extreme bloating, messed up periods, ibs symptoms, worsening allergies, brain fog, hair loss, feeling cold all the time, sharp/stabbing pelvic pain, hot flashes, night sweats, incontinence, heart palpitations, weight gain.